Event description:
It was reported that the customer's blood glucose level was unusually high. A "no delivery" alarm was not received, the insulin pump failed two high pressure tests, and a pink spot was found on the customer's skin after he removed the tape. His most recent blood glucose level was 266 mg/dl. The product was returned. Nothing further to report.

Manufacturer narrative:
Cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, and cracked case near display window corners noted during visual inspection. Pump passed functional test including prime/a33, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. All operating currents tested within specific range. No unexpected low battery alarms noted. "Low reservoir alarm" alarmed properly at the correct amount of units left on status screen during testing.